Event description:
It was reported that customer experienced cgm error during sensor use. There was no reported impact to the customer¿s blood glucose level. Technical support guided customer through complete pump reset, cgm error did not recur, and customer successfully started new sensor session.